Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The logs reviewed and found a single instance of an error which corresponded with the reported event. The problem was resolved over the phone. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 2 was drifting. The procedure was completed with no reported injury.